Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibitied oversensed noise on both the atrial and ventricular channels, resulting in pacing inhibition as the shock channel showed no activity. The patient did not have any symptoms.. Technical services (ts) discussed attempting to recreate the noise through pocket manipulation.